Manufacturer narrative:
(B)(4). Manufacturing date: 01/24/2017 - 01/25/2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The device was leak tested under water and verified the reported condition. The cause was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container was leaking. The leak was from a small hole in the bag at the top of the ¿l¿ in the word ¿lot¿ near the top portion of the bag. There was no patient involvement. No additional information is available.